Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device inappropriately shut down.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data for the report of "no shock advised" found that for the first analysis event out of the three analysis segments, all three returned a "no shock advised" result. Segment one, two and three were not a recognized rhythm due to high amplitude artifact. Additionally, for the second and third analysis events all three segments returned a "no shock advised" condition due to minimal waveform amplitude and variability from the isoelectric line. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Evaluation of the device for a "shut down" while using the usb stick was observed by the user. The user indicated that non-zoll usb stick exhibited the same fault using other devices. A known good usb stick will be returned with the device to the customer to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.